Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement outside the patient occurred. The target lesion was located in the left main artery. A 4.00x16mm promus premier drug eluting stent was advanced but failed to cross the lesion and the stent strut was damaged. The device was removed from the patient's body and when the physician wiped the catheter, the stent came off the balloon. Another of the same device was advanced but also failed to cross the lesion and decided to just balloon the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.